Manufacturer narrative:
Handicare has provided additional training for the unit where the incident occurred on 9/9 and 9/14. All staff was trained.

Manufacturer narrative:
We are following up with the customer to provide outstanding details of the incident. Upon receipt, a follow up report will be submitted.

Event description:
The patient was being transferred in a ceiling lift by one caregiver when the loop of the sling slipped from the carry bar. The patient fell and broke their ankle. Per the caregiver, it is unclear if the sling loop was properly attached to the carry bar at time of the incident. Training had previously been done at the facility. The facility inspected the equipment after the incident to verify it was functioning correctly.